Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low impedance measurements. No intervention or adverse patient effects were reported.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission revealed the low impedance on the patient's right atrial lead. The ra lead remains implanted and will be continued to be monitored. The patient was stable throughout.